Event description:
The device was inadvertently reported on. There is no alleged deficiency of the device and patient has not experienced a serious injury related to the scs system. Patient underwent an unrelated surgery (back fusion and hardware removal).

Manufacturer narrative:
B5: event details updated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient was having a fever and general malaise symptoms, and went to the ER. No surgery was done, but the patient had fluid removed from the fusion site. It is not clear if the issue is related to devices or therapy.